Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode and hit their head when they fell. The implantable cardioverter defibrillator (ICD) exhibited a pacing problem in which ventricular pacing was possibly lost. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device is an implantable pulse generator (ipg) and not an implantable cardioverter defibrillator (ICD).